Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for failed back surgery syndrome. The patient stated that they were getting emails from the manufacturer regarding a device replacement but they had their ins removed so they no longer want to receive any emails. The patient stated that they almost died from having the stimulator in them so it was removed a couple years ago. The ins was removed in (B)(6). It was removed because the patient got an infection from it and it was killing them literally. Their doctor did not know what was causing it. They were doing ozone therapy at the time and every time they did it their white blood count would go from 30,000 down to not normal but a lot lower and then they would stop it and it would shoot right back up. Their doctor said that they have foreign stuff in their body and the stimulator could be removed but there was other stuff that could not be. The doctor stated that normally the surgery would take one hour or so but the surgery took 3 hours and they had to leave the patient open and irrigate and the stench was terrible. The infection occurred like about a year or two prior to explant and the issue with their white blood count occurred 2 years prior to explant but they did not know when exactly. No further complications were reported/are anticipated.